Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected an false pause episode due to undersensing. It was also reported that the icm experienced possible oversensing. The icm remains in use. No patient complications have been reported as a result of this event.